Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low-level failures) and had a battery failure alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the battery failed alarm, performed the self-test and got a passed result. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed displacement test sleep current measurement test, active current measurement test and self-test. No pump error 63, failed batt test alarm during testing. Thus software was utilized and downloaded trace/history files properly. However, found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on 08/08/2025 01:36:27.000, 08/08/2025 01:37:09.000 in the file history files. Pump 63 error due to hardware error. Also found failed batt test alarm on 08/08/2025 01:36:30.000, 08/08/2025 01:37:25.000, 08/08/2025 01:37:56.000. Due to low battery. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. In conclusion, no pump error 63, failed batt test alarms during testing. However, pump error 63 in history on event date due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.